Manufacturer narrative:
To date, the device has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
Device involved in an incident in which the pt's head moved. No laceration, or pt injury has been reported.